Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited high thresholds and loss of capture. The rate/sensing portion was capped and a new rate/sensing lead implanted.